Manufacturer narrative:
B5- per updated information the lens was explanted on (B)(6) 2022. A replacement lens of shorter length was later implanted, and the problem resolved. Claim # (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.5/+0.5/074 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The surgeon reports excessive vault, significant reduction of iridocorneal angles (ica), distance and near vision slightly worse than the od eye, blepharitis, iris bombe with previous apparent touch point superior to pupil, "vh 1/0," nighttime halos when driving and any ceiling lights, and iris thinned with pigment on icl. The surgeon states, "very narrow angle...angle shut off." The cause of the event is reported as device: "lens too big."

Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).